Event description:
Caller reported the buttons on the pump are not functional. No adverse event reported. No products will be returned due to regulations and laws of the country.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.